Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's software was reloaded to address the issue.